Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had been connected to centrimag support for approximately 15 days, the patient was in right univentricular care. On (B)(6) 2019 the patient experienced claudica at the pulmonary level, so they turned on centrimag ventricular assistance. Later in the day, the account stated that the system was issuing an s3 alarm. The account acknowledged the alarm, however, the alarm did not go away. A new m6 alarm later occurred, the account sensed the system was heating up and exchanged to the backup system. No further information was provided.

Manufacturer narrative:
Section d3, g2: correction. This report was later determined to be duplicate to manufacturer report number 2916596-2019-00952. All investigation results were communicated under that report. (Method, result, and conclusion codes captured in report number 2916596-2019-00952) manufacturer investigation conclusion: the reported events of system alert: s3 and motor over temp: m6 alarms were not confirmed. The returned centrimag motor (serial number (B)(6)) was tested under a work order on 03apr2019. The reported issues, including the alarms system alert: s3 and motor over temp: m6, were unable to be reproduced. The unit was tested for an extended period of time on a known good test 2nd gen. Console. The motor ran as intended at all speeds without triggering any alarms. The motor did not have a rise in temperature at any point. A full functional checkout was performed and the unit passed all tests. The cable was inspected for any discrepancies that could trigger any issues, and none were found. The root causes of the reported events were unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Section d3 and g2: correction. The manufacturer is closing the file on this event.